Manufacturer narrative:
Bayer service performed a site visit and replaced the aioc (all-in-one computer) display and the system was restored to normal operation. Bayer radiology product analysis received and examined the returned aioc display. Visual examination found the hard drive power cable insulation was thermally degraded and heat transfer degradation to the rear cover. Our investigation determined that a high current condition within the display module had occurred which caused material deformation and degradation of the surrounding plastic connectors and wiring insulation. On august 3, 2016, bayer medical care distributed a field safety notice recalling affected certegra® workstation all-in-one computers (aioc) with part number 3030896 that are used in conjunction with the medrad® stellant® CT injection system.

Event description:
The following information was received from a bayer representative: a customer reported smoke was seen coming from the back side of the medrad stellant CT injection system all-in-one computer (aioc) display. No injury or adverse event was reported.